Event description:
International affiliate reports the tip/foot portion of two viper rod holders, both catalog# 286730100, lot# 0605mi, broke during percutaneous fixation. The surgical procedure was extended by approximately 120 minutes as a result.

Manufacturer narrative:
Visual examination of the returned rod holders confirmed the tips of the instruments had broken off. The cause of breakage cannot be positively determined, however, over-exertion of the instruments during use and over-tightening of the locking mechanisms can cause the distal tips of the instruments to break when locking rods and during use. Care must be takne to ensure that the devices are not over-tightened and that the rods are in proper alignment with the screw heads during placement. Review of the device history record for lot 0605mi confirmed the lot met specification requirements when released to stock. At this time, the complaint is condsidered to be closed.